Manufacturer narrative:
Analysis of ins (sn #(B)(4)) reported that setscrew backed out too far.

Event description:
Product analysis result were available.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0yxy3, implanted: (B)(6) 2015, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported via a manufacturer representative (rep) a patient had pain on the right sided interstim and following a head MRI. The rep stated it was unknown if there was any environmental, external, patient factors that lead or contributed to the issue. The patient noted there was intraoperative testing of the existing lead was performed as well as an impedance check. The rep stated a new device was implanted, and the issue was resolved at the time of the report. The implantable neurostimulator (ins) was explanted on (B)(6). The rep stated the patient had head scan MRI about one month ago. The patient then had pain that began the day of the MRI. The rep also noted there were high impedance readings that were reported by the office staff. The patient had the device replaced after the lead also tested. The intraoperative impedance of the existing lead and new ins were normal. The patient was listed as alive no injury. The rep noted the lead remained implanted. Additional information reported by the hcp stated the patient had to have one of their ins¿s explanted due to an MRI that as was done in the past. The hcp stated something happened to the ins because of the MRI, but the hcp did not have any further details about the timing or what happened. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.